Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 17-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient was marked as admitted but not appeared due to admission inactivity days being set to 14, while the patients last transaction occurred beyond the threshold. A technical support specialist (tss) advised to temporarily increase the inactivity setting to 35 days. After updated the patient reappeared at the station, and customer confirmed everything was functioning correctly. The system functioned as intended after the technical support specialist assessed the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, a patient was not showing.the customer stated that this malfunction occurred while dispensing the medication.there were no adverse events or injuries reported based on this event.